Manufacturer narrative:
Additional information: d10 analysis found that a complete lead was returned in one piece measuring 86.1 cm.the reported event of inadequate capture threshold was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited high capture threshold. The lead was removed. The patient was in stable condition.